Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2019-oct-28 from the health care provider (hcp) reporting that it was unknown if the device would be returned for analysis. It was reported that the device caused chest pain and tightness. It was not helpful for their right scapular pain. The cause of it not working was due to lead placement. Multiple programming was performed to address the event. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient was having their device removed in a couple of days because it was not working for them. The caller did not have any further information. No symptoms were reported. No further complications were reported. Follow-up was conducted.